Manufacturer narrative:
G4: 29apr2021. B4: 29apr2021. The alarm alerted the user as designed to the issue and there was no patient or user harmed. No further details are available. The service order was closed when the customer did accept the service quote. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device was not repaired and was returned to the customer with a letter indicating that it was not repaired and it was not ready for clinical use. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported to philips that the device had a proximal pressure line disconnected alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.